Manufacturer narrative:
Plant investigation: the reported complaint symptom hb make sure hb is on ht tray and unclamped was not confirmed. The reported complaint symptom patient line is blocked was not confirmed. The reported complaint symptom (dv > 200% of fv) was not confirmed. The reported complaint symptom (scale reading error warning) was not confirmed. There were no discrepancies encountered in the internal inspection of the cycler. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support that the liberty select overfilled him during treatment. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (4) where 4133ml drained. This drain is 200% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2002ml is 3604ml. Therefore, a reportable malfunction has occurred. Patient indicated that the peritoneal dialysis nurse was informed of the alleged event. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments missed.

Manufacturer narrative:
Plant investigation: the reported complaint symptom hb make sure hb is on ht tray and unclamped was not confirmed. The reported complaint symptom patient line is blocked was not confirmed. The reported complaint symptom (dv > 200% of fv) was not confirmed. The reported complaint symptom (scale reading error warning) was not confirmed. There were no discrepancies encountered in the internal inspection of the cycler. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."